Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device would not cut properly. The cutter blade was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device did not mesh properly. There was no harm or delay and alternate device was used to complete the procedure. No unplanned additional skin graft was required no adverse events were reported as a result of this malfunction.